Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos of test results were provided for investigation. The provided results do not indicate a bd product defect. It is noted that bd does not claim that any of the vacutainer blood collection tubes are endotoxin free. 100 retained samples were visually inspected. No additive abnormality was found during inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for an additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using tube acd gh 13x100 6.0 plblce yel samples collected into the 2025379 lot of acd tubes failed to show any p38 phosphorylation when stimulated with l18-mdp (a xiap pathway specific stimulus) or lps. This event occurred 4 times. The following information was provided by the initial reporter: we performed our xiap function assay. We tested blood collected into the following acd tubes: lot 2025379 exp 07/2023 from the current pack being used. Lot 2025379 exp 07/2023 from an unopened pack. Lot 1228025 exp 02/2023. Both samples collected into the 2025379 lot of acd tubes failed to show any p38 phosphorylation when stimulated with l18-mdp (a xiap pathway specific stimulus) or lps. The sample collected into lot 1228025 showed p38 phosphorylation when simulated. Last week we tested cd62l shedding on these 2 lots and we found that the cells had already shed before stimulation for the 2025379 lot but worked perfectly when we tested the 1228025 lot. Both these assays use lps as a control stimulant and neither worked for the lot 2025379. This may suggest the cells had already been stimulated possibly due to there being lps or endotoxin in the tubes. Could there be lps / endotoxin contamination in this lot number of acd tubes? Some background for our tests: cd62l shedding: inborn defects in toll-like receptor signaling are described in primary immunodeficiencies that predispose affected children to life-threatening infections. Toll like receptors are a vital part of the innate cellular response. They have the ability to recognize a variety of pathogen-associated molecular patterns or pamps. There are currently 9 described tlr¿s which recognize different pamps on different organisms (bacteria, fungi, viruses). These are called tlr1-tlr9. Patients with interleukin-1 receptor-associated kinase-4 (irak-4) deficiency are prone to invasive pneumococcal disease. Upon activation of cells via agonists, cd62l is cleaved or ¿shed¿ at the plasma membrane via a process called ectodomain shedding. All normal healthy controls and the irak-4 deficient patients down-regulated cd62l in granulocytes after stimulation with PMA, whereas when lps (tlr4 agonist) was used as the stimulant, cd62l shedding was only observed in the healthy controls, and not in the irak-4 deficient patients. Ie cd62l shedding in response to tlr4 activation was irak-4 dependent. We can detect this deficiency via the tlr4 pathway using lps as the agonist. The cd62l shedding assay can serve as a screening assay for irak-4 and myd88 deficiency. Our assay we gate on neutrophils with cd16 and then measure expression of cd62l on the surface of the neutrophils for 4 tubes 1. Isotype. 2. Unstimulated tube. 3. Lps stimulated tube. 4. PMA stimulated tube. The neutrophils should express cd62l when unstimulated and on stimulation with lps they should down regulate expression ie they "shed" cd62l isotype ie negative control. Unstimulated tube showing expression of cd62l. Lps stimulated showing down regulation of cd62l. PMA control stimulus also showing down regulation of cd62l. The affected lot 2025379 the neutrophils have already started to shed in the unstimulated tube. Something in the tube is stimulating them prior to our assay. ? Lps or endotoxin contamination. Xiap function: x-linked lymphoproliferative disease (xlp) is a rare primary immunodeficiency where patients have an extreme vulnerability to epstein-barr virus infection, and often present with life-threatening hemophagocytic lymphohistiocytosis (hlh). There are two known genetic causes of xlp. Xlp type 1 is caused by a mutation in the sh2d1a gene which results in a deficiency of sap (slam associated protein). Xlp type 2 is caused by a mutation in the baculoviral iap repeat-containing protein 4 (birc4) gene, which results in a deficiency of x-linked inhibitor of apoptosis (xiap). Xiap protein expression (assessed by flow cytometry) can be normal in symptomatic patients harbouring missense mutations or mutations not affecting the binding region of the diagnostic antibody and so a functional assay is used for first line screening of xlp2. Our assay evaluates the nod2 dependent signalling pathway by measuring phosphorylation of p38 mapk in monocytes following stimulation of nod2 with muramyl dipeptide (mdp), for a functional diagnosis of xiap deficiency. Lipopolysaccharide (lps) serves as a positive control, inducing phosphorylation of p38 mapk in monocytes via toll-like receptor (tlr)-4 stimulation. This is a 4 tube assay looking for p38 phorphporylation in monocytes following stimulation. 1. Unstimulated tube. 2. Lps stimulated tube as a control stimulus. 3. Low concentration of l18-mdp stimulated tube. 4. Higher concentration of l18-mdp stimulated tube. You can see an increase in p38 phosphorylation after stimulation with both lps (green) and l18-mdp (purple and mauve) over the unstimulated tube. For the affected lot we are not seeing p38 phosphorylation after stimulation with lps and this is minimal with l18-mdp. Ie has the signalling pathway already been stimulated prior to the assay with lps / endotoxin contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using tube acd gh 13x100 6.0 plblce yel samples collected into the 2025379 lot of acd tubes failed to show any p38 phosphorylation when stimulated with l18-mdp (a xiap pathway specific stimulus) or lps. This event occurred 4 times. The following information was provided by the initial reporter: we performed our xiap function assay. We tested blood collected into the following acd tubes: lot 2025379 exp 07/2023 from the current pack being used. Lot 2025379 exp 07/2023 from an unopened pack. Lot 1228025 exp 02/2023. Both samples collected into the 2025379 lot of acd tubes failed to show any p38 phosphorylation when stimulated with l18-mdp (a xiap pathway specific stimulus) or lps. The sample collected into lot 1228025 showed p38 phosphorylation when simulated. Last week we tested cd62l shedding on these 2 lots and we found that the cells had already shed before stimulation for the 2025379 lot but worked perfectly when we tested the 1228025 lot. Both these assays use lps as a control stimulant and neither worked for the lot 2025379. This may suggest the cells had already been stimulated possibly due to there being lps or endotoxin in the tubes. Could there be lps / endotoxin contamination in this lot number of acd tubes? Some background for our tests: cd62l shedding: inborn defects in toll-like receptor signaling are described in primary immunodeficiencies that predispose affected children to life-threatening infections. Toll like receptors are a vital part of the innate cellular response. They have the ability to recognize a variety of pathogen-associated molecular patterns or pamps. There are currently 9 described tlr¿s which recognize different pamps on different organisms (bacteria, fungi, viruses). These are called tlr1-tlr9. Patients with interleukin-1 receptor-associated kinase-4 (irak-4) deficiency are prone to invasive pneumococcal disease. Upon activation of cells via agonists, cd62l is cleaved or ¿shed¿ at the plasma membrane via a process called ectodomain shedding. All normal healthy controls and the irak-4 deficient patients down-regulated cd62l in granulocytes after stimulation with PMA, whereas when lps (tlr4 agonist) was used as the stimulant, cd62l shedding was only observed in the healthy controls, and not in the irak-4 deficient patients. Ie cd62l shedding in response to tlr4 activation was irak-4 dependent. We can detect this deficiency via the tlr4 pathway using lps as the agonist. The cd62l shedding assay can serve as a screening assay for irak-4 and myd88 deficiency. Our assay we gate on neutrophils with cd16 and then measure expression of cd62l on the surface of the neutrophils for 4 tubes. 1. Isotype. 2. Unstimulated tube . 3. Lps stimulated tube. 4. PMA stimulated tube. The neutrophils should express cd62l when unstimulated and on stimulation with lps they should down regulate expression ie they "shed" cd62l. Isotype ie negative control unstimulated tube showing expression of cd62l. Lps stimulated showing down regulation of cd62l. PMA control stimulus also showing down regulation of cd62l. The affected lot 2025379 the neutrophils have already started to shed in the unstimulated tube. Something in the tube is stimulating them prior to our assay. ? Lps or endotoxin contamination. Xiap function: x-linked lymphoproliferative disease (xlp) is a rare primary immunodeficiency where patients have an extreme vulnerability to epstein-barr virus infection, and often present with life-threatening hemophagocytic lymphohistiocytosis (hlh). There are two known genetic causes of xlp. Xlp type 1 is caused by a mutation in the sh2d1a gene which results in a deficiency of sap (slam associated protein). Xlp type 2 is caused by a mutation in the baculoviral iap repeat-containing protein 4 (birc4) gene, which results in a deficiency of x-linked inhibitor of apoptosis (xiap). Xiap protein expression (assessed by flow cytometry) can be normal in symptomatic patients harbouring missense mutations or mutations not affecting the binding region of the diagnostic antibody and so a functional assay is used for first line screening of xlp2. Our assay evaluates the nod2 dependent signalling pathway by measuring phosphorylation of p38 mapk in monocytes following stimulation of nod2 with muramyl dipeptide (mdp), for a functional diagnosis of xiap deficiency. Lipopolysaccharide (lps) serves as a positive control, inducing phosphorylation of p38 mapk in monocytes via toll-like receptor (tlr)-4 stimulation. This is a 4 tube assay looking for p38 phosphorylation in monocytes following stimulation. 1. Unstimulated tube. 2. Lps stimulated tube as a control stimulus. 3. Low concentration of l18-mdp stimulated tube. 4. Higher concentration of l18-mdp stimulated tube. You can see an increase in p38 phosphorylation after stimulation with both lps (green) and l18-mdp (purple and mauve) over the unstimulated tube. For the affected lot we are not seeing p38 phosphorylation after stimulation with lps and this is minimal with l18-mdp. Ie has the signalling pathway already been stimulated prior to the assay with lps / endotoxin contamination.